Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation and the reported event was confirmed. During functional testing of the returned system controller, no alarm conditions were observed; however, when the black power lead was maneuvered at the connector end during testing, the system reported low voltage alarms and a "replace system controller advisory" message and then the pump stopped. In addition, when the system was operated solely on the black power lead, the system controller reported red heart and yellow battery alarms. The system controller was disconnected from the test system and upon inspection of the inner conductors at the connector end of the black power lead, the brown and blue wire conductors were compromised. This situation is being addressed through the manufacturer's corrective/preventive action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was experiencing unidentified alarms. The suspect system controller was exchanged per the manufacturer's instructions for use and the patient remains ongoing on lvad support with no further issue reported.